Manufacturer narrative:
An event of difficult to advancing and deformation was reported. The reported difficult to advancing could not be replicated in a testing environment due to the returned conditions of the device (bent wire and uncoiled wire). Reportedly, during the procedure, the guide encountered resistance, and the physician reported that this deformed the structure of the guide. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported difficult to advancing and deformation could not be conclusively determined. The observed bent wire appears to be related to procedural circumstances (excessive force used and/or incompatible device used). There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an amplatzer guidewire was chosen for a procedure. During the procedure, the guide encountered resistance, and the physician reported that this deformed the structure of the guide. The guide wire is replaced with a new amplatzer guidewire. The procedure then continued without any complications. There was no delay as there was no impact to the patient. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an amplatzer guidewire was chosen for a procedure. During the procedure, the guide encountered resistance, and the physician reported that this deformed the structure of the guide. The guide wire is replaced with a new amplatzer guidewire. The procedure then continued without any complications.